Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The event of "lack of efficacy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported lack of efficacy against the xen®45 gts. Affected eye unknown.